Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: "after the test is completed, covered the lid again. The next day, took out the sample. When the sample was reviewed the lid the lid had loosen automatically, causing the sample to spill on the clothes and on the ground.".

Manufacturer narrative:
The following fields were updated due additional information: d.4. Medical device lot #: 9303838. D.4. Medical device expiration date: 2020-10-31. H.4. Device manufacture date: 2019-10-30.

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® sst¿ blood collection tubes had the stopper creep out or loose closure. The following information was provided by the initial reporter: "after the test is completed, covered the lid again. The next day, took out the sample. When the sample was reviewed the lid the lid had loosen automatically, causing the sample to spill on the clothes and on the ground."